Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check (alpc). It was further reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.